Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor of fragments, or surgical intervention.

Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use in the common femoral artery. Following deployment, there was a clot on the anchor/collagen resulting in diminished pulses shortly following the procedure. The patient was taken to surgery for treatment.